Event description:
A malfunction on the customer's pump was reported after exposure to extreme temperatures at a ski resort. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.